Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 12, 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2016 at 06:30am when he began to feel lightheaded and felt his blood sugar was too high. The patient measured his blood glucose using the subject device at 07:00am, obtained a result of 9.2mmol/l and took his regular medication at 07:00am of 2 tablets diamicron (unknown dosage). The patient subsequently went to the hospital (time not known) and checked his blood sugar on the subject device with a reading of 9.2mmol/l compared to a result of 14.4mmol/l using the hospital meter, both measurements within 30 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for accuracy. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing, an approved sample site was being used and the patient¿s testing procedure was correct. The test strips were not expired. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.